Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: did any piece of the needle fall inside of the patient? No information. If so, was the needle piece removed and how? N/a. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown chest surgery on (B)(6) 2017 and suture was used. The suture was detached from the needle when trying to use the needle-suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). A labeled winding former with a suture partially dispensed and a detached needle was returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion.